Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as bleeding rubbed raw with soreness .there was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome unknown.